Event description:
The device was implanted for incisional hernia repair in (B)(6) 2010 and a few months after the surgery, the pt came back with complaint. The surgeon placed drains and recently white matter that appeared to be unvascularized device was coming out. The wound also had small dehiscence. On monday (B)(6) 2011 the doctor took the pt to the operating room and opened a small portion of the incision and was washing it out when some of the same matter was flushed out. This specimen was returned to lifecell. Instead of suturing the wound the doctor placed a vac on it. The device was not exposed. This event was initially evaluated as unrelated to the device but it is now being reported as a malfunction, non-incorporation, after a period of time in which the device would expect to be incorporated. Although the physician stated the pt had complaints, there is no documented evidence of other factors that would impact incorporations such as seroma, fistula formation, or radiation having occurred.

Manufacturer narrative:
As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gas assessment. Method of eval: pathological eval of returned device. Method of eval: review of the device history record. Results of eval: review of the device history record revealed no deviations associated with the nature of this complaint. As of (B)(4) 2011, there have been no other complaints reported to lifecell against this lot. Conclusion: (dehiscence) pathological analysis shows evidence of an inflammatory response but it is unk what factor this played in the non-incorporation of the device.